Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that no, the temporary pacing electrode (tpe) catheter could not be successfully placed because anatomical peculiarities of blood vessels in relation to balloon flow assist tpe, mentioning that the device was used for 5 days. In chart 6 a physician stated that no, the temporary pacing electrode (tpe) catheter was not able to successfully capture and pace for the chosen duration of use because vessel perforation in relation to ballon right heart curve tpe, mentioning that the device was used for 0 days. Also, the physician stated that the patient experienced adverse events directly attributable to usage of the device related complication those been tamponade, hematoma, infection, pericardial effusion and that did result in patient injury requiring medical or surgical intervention postoperative tamponade following wire insertion postoperative hematoma at the puncture site in relation to ballon right heart curve tpe.